Manufacturer narrative:
Correction: populating explant date field and correcting b5 typo.

Event description:
Related manufacturer report number: 2017865-2024-69956. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited decreased sensing amplitudes. The right ventricular lead capture threshold increased and the atrial lead lost capture entirely. Imaging revealed dislodgement due to twiddlers. The leads were explanted and successfully replaced. There were no patient consequences.

Event description:
Related manufacturer report number: 2017865-2024-69957. It was reported, during in clinic follow up. That the atrial and right ventricular leads exhibited decreased sensing amplitudes. The right ventricular lead capture threshold increased and the atrial lead lost capture entirely. Imaging revealed, dislodgement, due to twiddlers. The lead was explanted and successfully replaced. There were no patient consequences.